Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose was elevated to hi. The patient made a correction of 15 units of insulin via the infusion device. The patient went to her doctor and her blood glucose level was 800 mg/dl. She was treated with an injection of insulin. The patient and her doctor think the infusion device is not accurately delivery insulin. The infusion device was requested to be returned for product evaluation.